Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra was unable to perform an evaluation since the device was discarded by the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : discarded.

Event description:
Left side capsular contracture, baker grade 3-4 and left side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.